Event description:
It was reported on (B)(6) 2026 that the patient's pump casing was cracked on the battery/tube side, which became detached and led to the tape not adhering properly. This resulted in an adhesive issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.